Event description:
The tracker stopped tracking a patient's eye at 88% during a customer lasik procedure. They were unable to complete the procedure within the same session, however, there was no patient impact/injury associated with this event.